Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that there was scratch on screen which obscures reading. Customer also reported that the insulin squirts instead of drips during priming. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed rewind test, self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Also, device rewind function properly and no anomaly noted during testing. Device had minor scratched lcd window, missing end cap sticker. The test reservoir locked in place properly and no anomaly noted.